Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest software was unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, battery tube, internal battery, motor, force sensor and keypad flex tail. No moisture damage on the keypad traces and keypad dome switches. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and end cap address label missing. Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assembly. Unable to confirm pump error 35 alarm due to critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Pump expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, exposed to moisture, and critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer declined the troubleshooting. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.